Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) indicated that they believed their device was emitting beep tones. The device was subsequently explanted due to premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This device is undergoing analysis. Upon completion of analysis, this report will be updated.